Event description:
It was reported that during an implant procedure of a right ventricle leadless pacemaker (rvlp) that after first fixation, during the deflection test that there was positioning failure and the device dislodged. After second fixation, the rvlp was released, the threshold increased resulting in pacing failure, and pacing impedance was decreased. Subsequently it was confirmed that the rvlp dislodged and migrated into the pulmonary artery. The rvlp was successfully retrieved and a new rvlp was implanted. There were no patient consequences.